Manufacturer narrative:
The insulin pump passed the displacement test. However, the device alarmed compromised force sensor system during basic occlusion test due to slightly loose drive support disk. The device had minor scratches on the lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer reported to have fallen with pump two days prior to alarm, but pump experienced no physical damage. Customer states drive support cap was sticking out. Customer's blood glucose was 163 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.